Manufacturer narrative:
Additional information: device manufacturing date received.

Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that site elected to discontinue with the procedure post-incision due to the 1 centimeter imprecision.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. The archive was reported to have a yellow zone of accuracy covering all sinuses. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 1 centimeter was observed in the sphenoid of the patient. It was noted that the site did not continue with the procedure due to the imprecision. There was no reported impact on patient outcome. No additional information was provided.